Event description:
It was reported, "catheters have recently been found to have leaks at the patient's end joints during infusions. In situ catheterization is performed directly in the catheter (in situ catheter replacement is to replace the new catheter at the site where the PICC catheter was originally inserted, without puncture, the original venous access is preserved, the local trauma is small, and the pain of re-puncture is avoided). On (B)(6) 2024, 3 patients had leakage." It was reported this occurred with 3 patients and 3 devices. This report addresses the first patient and device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.